Event description:
The account reported that one port of the 2-port manifold is not shaped correctly causing incorrect pressure waveform readings. As a result of these readings, 2 pts were administered dopamine but there were no adverse effects as a result.